Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A user facility biomedical engineer (biomed tech) reported a 2008t machine with high temperature. The biomed tech replaced the heater rod, as well as calibrated the temperature control sensors and pressures to resolve the machine issue. The biomed tech stated when he checked the heater rod, the rod was discolored and visibly burnt. There was no patient involvement associated and the component was discarded.

Manufacturer narrative:
Plant investigation: the device and component not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A user facility biomedical engineer (biomed tech) reported a 2008t machine with high temperature. The biomed tech replaced the heater rod, as well as calibrated the temperature control sensors and pressures to resolve the machine issue. The biomed tech stated when he checked the heater rod, the rod was discolored and visibly burnt. There was no patient involvement associated and the component was discarded.